Event description:
The manufacturer received information alleging a ventilator service required condition repeatedly had occurred on a trilogy evo o2 device. The device was replaced with another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check on the device. The manufacturer's service technician evaluated and observed e-384 (pressure sensor mismatch) in the device's error log. The manufacturer's service technician internally inspected the device and found dirt contamination on the blower assembly and flow sensor. The manufacturer's service technician replaced the device's blower assembly and flow sensor to address the issue. Additional findings not related to the malfunction/issue was proactively replacing the air inlet foam filter and particulate filter for this device. After all the parts were replaced on the device, the manufacturer's service technician performed final and run-in tests, along with the battery and valve checks. The manufacturer's service technician found the device operational and cleaned it.